Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin was "squirting" out during the manual prime process and that the insulin pump alarmed several errors, including motor error and motor position encoder error. The customer did not know the blood glucose reading. She was unable to exit the "preparing to prime" loop. Advised replacement of the insulin pump. Nothing further reported.